Event description:
Customer reported the sensor was giving inaccurate readings. The insulin pump would go into threshold suspend and his blood glucose was 130 mg/dl. The sensor would be reading under 60 mg/dl. Customer stated he no longer uses the sensor. Customer stated he was also having a hard time calibrating the sensor. Customer was advised in how to properly calibrate the device. He was also informed if he uses the sensor again to call so analysis can be done on the sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.